Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual and microscopic evaluation noted that the device was returned with the clip assembly detached and with evidence of full deployment. In addition, the catheter was kinked in the distal part. Dimensional test was performed between the hooks of the bushing, and it was found within specifications. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, a kink found in the catheter may have contributed to difficulties during the device's extension process. This kink is likely due to the way the device was handled and manipulated during the procedure. Additionally, excessive manipulation of the device without sufficient care could have induced the observed defect. A review of the labeling was conducted, and it was confirmed that the reported adverse events are anticipated and described in the instructions for use. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the descending colon to treat polyp in the gastrointestinal tract during a polypectomy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue but the physician was unable to fully deploy the clip from the catheter even after two clicks of the handle was heard. The physician and nurse tried to jiggle the catheter and deployment handle which caused bleeding but was still unable to resolve the problem. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the descending colon to treat polyp in the gastrointestinal tract during a polypectomy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue but the physician was unable to fully deploy the clip from the catheter even after two clicks of the handle was heard. The physician and nurse tried to jiggle the catheter and deployment handle which caused bleeding but was still unable to resolve the problem. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.